Manufacturer narrative:
The reported events of low pacing impedance and failure to sense were confirmed. As received, a complete lead was returned in one piece. Visual examination found damaged outer insulation at the suture sleeve tie impression location. X-ray examination did not find any anomalies. Electrical testing performed failed in hi-pot with arcing of current noted at the suture tie impression. The lead was dissected and found the inner insulation damage in this location. The cause of the reported events was due to overtightened suture.

Event description:
Following an initial implant procedure, while still in the procedure room, decreased pacing impedance and failure to sense were observed on the right atrial (ra) lead. The incision was reopened and the ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable with no consequences.